Event description:
After performing site care to right central PICC line, PICC tubing found to have severed at site of y-connector, unable to steriley re-attach. PICC line discontinued. Reported by medwatch.